Event description:
The customer reported that her olympus evis exera iii xenon light source was producing a b30 scope communication error during use with multiple different scopes. According to the initial reporter, she attempted reseating the cable and the unit was working without issue. There was no indication of this event occurring during a procedure.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call, tac recommended several trouble-shooting options, including reseating the cable. Adjusting the cable was successful. During a follow up conversation, the customer noted that she was able to narrow down the issue to 1 of the 4 scopes she was testing, and not the light source device. Tac requested a model and serial number, and recommended the scope be returned for evaluation and possible repair. The customer said she would call tac right back but did not. Tac has followed up with the customer via email but has yet to hear a response.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the b30 error could not be identified. However, it's likely the cause is related to failure of the combined scope. Olympus will continue to monitor field performance for this device.